Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on 02/01/2024. On 02/05/2024, it was reported that the patient¿s cgm was reading 42 mg/dl and the bg meter was reading 242 mg/dl. The patient was experiencing a stomachache, nausea, and a ¿cognitive issue¿. It was noted the patient¿s wife was needed to help the patient during this time. The patient¿s wife consulted with the patient¿s doctor over the phone. The cgm device was calibrated and was working as intended after calibration. At the time of contact, it was indicated that the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the a zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.